Event description:
The patient contacted animas on (B)(6) 2013 and reported intermittent power issues over the last several weeks. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged power issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/16/2013 with the following findings: a review of the pump¿s history showed power reboots as well as replace battery alarms. There was no damage observed to the battery cap or battery compartment. The battery cap contact height and width were found to be within specifications. During testing, the pump powered on normally with no alarms. The pump failed a 24 hour duration test due to having short battery life. The pumps electrical current draws were tested and found to be outside of specifications. The pump was opened and moisture damage was found on the printed circuit board. No other damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.